Manufacturer narrative:
Correction b5: additional review of the event shows, that there is no information to reasonably suggest, that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information, that prior to use of a eopa arterial cannula. The customer reported, the tip was deformed. When the device was brought into the sterile filed, it was noted, that the device had no round shaped tip. But, it was a oval-shaped instead. The device could not be used. And was replaced to complete the procedure. There was no patient involvement. So no adverse effect occurred.   Additional information: the tip is deformed like an oval. The white thing inside could not be completely pushed in the cannula. The tip did not detach from the cannula body. The cannula was not heated or cooled, prior to use. This event was reported in error. As the damage to the cannula tip was noted, prior to use. The device would be considered unusable for the procedure, and the risk of death or serious injury is remote.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the tip is deformed. Reason for return was confirmed. Conclusion: after investigation at medtronic and viant, complaint is confirmed for damage to the cannula tip. This complaint is the result of a manufacturing issue - the cannula tip was caught in the seal of the pouch during ffs packaging. The device history record could not be reviewed as no lot number was provided. Complaints received from november 2020 through february 2022 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends per the product quality meetings procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a eopa arterial cannula, the customer reported the tip was deformed. When the device was brought into the sterile filed, it was noted that the device had no round shaped tip, but it was a oval-shaped instead. The device could not be used and was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred.   Additional information: the tip is deformed like an oval. The white thing inside could not be completely pushed in the cannula. The tip did not detach from the cannula body. The cannula was not heated or cooled prior to use.